Event description:
Reference MDR # 1219856-2011-00002 for the first event involving the same pt. It was reported that while in the cath lab, the md inserted the second sheath into the pt's right femoral artery. After inserting the intra-aortic balloon (iab), the pump alarmed "purge failure" and the balloon did not inflate. As a result, the iab was removed with the sheath as one unit. The md requested a third iab for the insertion. There was no reported pt death. Medical/surgical intervention was required. There was a delay in iab therapy of "at least 10 minutes". The third iab was able to be inserted successfully through another sheath in the right femoral artery. Per the risk specialist, "the iab was placed via rfa access, but the pt was continued to deteriorate hemodynamically. The CT surgery service was called for ECMO support. While waiting for the CT service, we attempted to open up the lad, but had to be aborted shortly after engaging the lm with guide catheter or pea arrest. CPR was administered and the ECMO was placed while pt was in the cardiac cath lab. The iab was left in place via rfa access." The pt's outcome is listed as "on ECMO". Additional info received on (B)(6) 2011 from the risk manager stated that "the pt did receive iab therapy, the pt was very ill and did expire."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.